Event description:
It was reported that the pump was alarming air in line. Per reporter, the alarm was acknowledged the pump was restarted, but it continued to alarm. Reporter stated the cassette was tapped and pump restarted again, but it continued to alarm. Volume 12.0 ml. This event occurred at the hospital and was operated by a health professional. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.